Event description:
Additional information received from a healthcare provider (hcp) indicated aspiration was attempted from the new pump, which was unsuccessful. So the decision was made to refill from the old pump to the new one. The cause of the catheter issue was no determined. The catheter issue was considered resolved.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving bupivacaine with concentration 5 mg/ml at a dose rate of 3.2996 mg/day and morphine with concentration 10 mg/ml at a dose rate of 6.599 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a catheter issue was confirmed. The patient was having a pump replacement performed on (B)(6) 2016 and the physician attempted to aspirate the catheter of drug and was unable to aspirate any fluid. It was further noted that the physician accessed the catheter access port (cap) and attempted aspiration, but the physician was only able to get a small amount of fluid. No patient symptoms were reported. The reason for the pump replacement was unknown to the company representative. It was also unknown to the company representative if there was a history of catheter issues prior to the pump replacement. On (B)(6) 2016, a company representative further reported that they were in the case at the time of the replacement and had reported the event during the procedure. The pump implant record following successful completion of the case was provided. As per the newly implanted pump's log, the following medications were administered via a simple continuous dose rate as of (B)(6) 2016: bupivacaine with concentration 5 mg/ml at a dose rate of 3.2953 mg/day and morphine with concentration 10 mg/ml at a dose rate of 6.591 mg/day. Also per the log, a priming bolus was also in progress on (B)(6) 2016. As per the manufacture's device registry, both the pump and the catheter were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.